Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by our edwards lifesciences japanese affiliate, that during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve, following balloon aortic valvuloplasty (bav), there was a dissection of the sinus of valsalva. Additionally during valve deployment, an annular rupture was identified. Post valve deployment and annular rupture identification, drainage and percutaneous cardiopulmonary support (pcps) were performed; however, hemostasis and hemodynamics did not improve. Subsequently, open chest hemostasis was performed and the patient left the operating room. It was indicated the rupture was associated with valve implantation. The annulus area was noted to be 4.3-5.4 cm2 with severe annular calcification. The perceived root cause of the event was heavy calcification and overexpansion. There were no device difficulties during the case (e.g., difficult crossing or valve alignment). The device remains implanted and will not be returned for evaluation.